Manufacturer narrative:
Device MFR date: battery (B)(4): 02/2010. Battery (B)(4): 12/2009. Device eval summary: device eval of monitor (B)(4) and batteries (B)(4) and (B)(4) have been completed. The reported problem (will not power up) has been confirmed. Upon receipt, it was discovered that the monitor had evidence of liquid ingress. Several internal components had evidence of corrosion and the sd card did not fit properly into the mating socket. The root cause of the internal contamination cannot be positively identified. The pt's batteries were both found to have very low voltages (<7.2 v). The root cause of the discharged battery packs cannot be positively identified, however, the pt did admit that the batteries had been exposed to some "moisture." No adverse event resulted from the liquid ingress. The pt rec'd a replacement monitor and battery packs.

Event description:
An (B)(6) female pt's daughter contacted zoll lifecor customer support service to report the screen on the monitor was blank and the response buttons were not lighting up. The pt was provided with a replacement monitor and two battery packs.